Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer treated with flex pen. Customer stated the other blood glucose value was 339 mg/dl, 272 mg/dl, 595 mg/dl. Customer experienced symptoms such as tired and weak and mild anxiety attack and very thirsty. Customer stated they went back to giving herself corrections with the insulin pump and they was not sure if the insulin pump delivered the insulin or not. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.